Event description:
It was reported that the patient had experienced a stroke event following an atrial fibrillation case. The product used was a farawave pulsed field ablation catheter and soundstar ultrasound catheter, and it was not known if the soundstar catheter had been re-sterilized. No further information is available.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Correction to section h6 impact codes, code f12 was removed and replaced with code f24 it was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient had experienced a stroke event following an atrial fibrillation case. The product used was a farawave pulsed field ablation catheter and soundstar ultrasound catheter, and it was not known if the soundstar catheter had been re-sterilized. No further information is available.